Event description:
An overdose was reported with loss of consciousness. It was stated that the patient was refilled on (B)(6) 2012 around 4 pm and was found unconscious the following day around noon. The patient was admitted to hospital/ICU. It was later reported on (B)(6) 2012 that the pump was stopped and healthcare provider (hcp) was analyzing the drug, no results yet. Drug delivered via the device was fentanyl mcg/ml at a daily dose of 997mcg. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient was hospitalized again in (B)(6) after another refill. After the first hospitalization and coma, which was already reported, the medication was removed from the pump, tested, and found to be the correct medication and concentration. The reporter stated that the event was thought to be due to pump over-delivering medication. After the patient recovered, the pump was refilled with morphine on or around (B)(6) 2012, and about 2 hours after getting home, the patient again went into a coma and spent 7 days in the intensive care unit (ICU). The pump was then stopped. The healthcare provider (hcp) informed the patient that the problems were due to pump malfunction, and as of the report date the pump was filled with saline and the patient's pain was being managed with fentanyl patches. The patient was working with the hcp to find another surgical provider to replace the pump. Prior to saline, the medications in the pump at some time were fentanyl, clonidine and morphine. It was unclear the exact timeframes that each medication was in the pump. Additional information has been requested, but was not available as of the date of this report.

Event description:
The pump was replaced (B)(6) 2012. 1-2 cubic centimeters of fluid were withdrawn freely from the catheter. The catheter was patent, but was implanted with an 8578 sc connector with the new pump. The pump was not read and was not sent back for analysis. It was noted that the pump was replaced by the patient¿s request and that there was nothing wrong with the old pump. The patient was doing ¿very well¿ and was receiving ¿good¿ therapy.

Event description:
It was later reported that the patient had experienced "coma-like" symptoms within days of pump refill. The patient status was reported as 'alive- no injury'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(4) 2004, explanted: unk.

Event description:
It was later reported that the event was not due to programming; unknown if due to drug effects, pump or catheter issues. Per the health care provider, it was an ongoing serious injury/illness; "patient is still hospitalized no known cause of event found". The pump contained fentanyl 2000mcg and clonidine 1000mcg.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the consumer. The patient was reportedly having trouble with her new pump, in 2012. The reservoir was refilled on (B)(6) 2012. The next day, her then (B)(6) son arrived home from school to find his mother on the floor unable to speak, and completely unaware of her surroundings. She was brought by ambulance to a hospital emergency room, with no change in her condition. The patient fell into a coma and was intubated and admitted. A medtronic technician was called in to turn off the pump. For the next twenty-eight (28) days, she remained in a coma. On (B)(6) 2012, she regained consciousness, but continued to suffer memory loss. She was seen by a physician a few days later who suspected she had suffered altered mental status and coma, secondary to narcotic overdose. Eventually the fentanyl and clonidine medications in her pump were replaced with morphine. For the next seven (7) months, the patient suffered bouts of vomiting, nausea, mixed with agitation that required hospitalization. The patient's device failed to deliver the prescribed medication as programmed. These failures sometimes resulted in the medication delivered intermittently or medication "dumps" delivering too much medication. The unpredictable delivery of medication caused the patient to experience episodes of serious overmedication. It was eventually determined that the patient's pump had failed and surgery was performed to remove the malfunctioning pump on (B)(6) 2012. Post-operative diagnosis includes: "neuro intrathecal pump malfunction. No further information was provided.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on july 13, 2017. It was reported that an alarm was heard but telemetry was not yet performed. It was detailed that the pump had been in a box in secure storage for three years and the hcp could not do any programming on the pump. It was indicated that the pump was being sent back to the manufacturer the day of the report (july 13, 2017). No complications were reported. Additional information was received on july 24, 2017. It was indicated that a package that was returned to the manufacturer on july 17, 2017 contained the pump and catheter. It was previously reported on (B)(6) 2012 that the concentration of the fentanyl was 2000 mcg/ml. It was noted that when the patient was found unconscious on (B)(6) 2012 that they were also unresponsive. It was stated that it was unknown if a procedure issue caused the problem. It was noted that nothing was changed at the refill. It was previously reported on (B)(6) 2012 that no surgical intervention had occurred. The following details were previously reported on october 10, 2012: it was related that the patient had gone into a coma on (B)(6) 2012 approximately 16 hours after a pump refill and it was believed that it was because of a pump that malfunctioned. The patient came out of that coma after 30 days in the ICU and it was noted that while the patient was in the ICU the pump was stopped. They then restarted the pump in (B)(6) and ¿the same thing happened¿ and the patient went back into a coma. The patient now had a pump that was filled with saline as the ¿pain solution¿ was taken out and the patient was on external patches until they could get the pump replaced. It was stated that fentanyl and clonidine were in the pump prior to saline. It was stated that the pump malfunction was most likely an over delivery of medication. It was noted that the (B)(6) refill was a normal refill that they went for every 60 or 90 days and that the patient was found in a coma state, passed out on the floor in the kitchen and was then admitted into the hospital the following day (B)(6) 2012 about 16-18 hours after the pump was refilled. It was stated that it was the same solution, ¿same everything¿ that the patient had since the pump had been replaced. It was noted that the patient¿s blood work came back and there was ¿normal¿ amounts of opiates. It was stated that it was ¿meningitis¿ but they didn t know so they put the patient into the ICU and had a tracheotomy and everybody came in to try to figure out why the patient was in a coma. The only correlation was the refill on the pump the day sooner. It was stated that for prophylactic standpoint they all agreed that they would stop the pump and put the patient on external medication so a manufacturer's representative came in and turned the pump off. A forensic test was done and an hcp came in and extracted the contents of the pump and sent it out for forensic analysis. Then 30 days later after the external morphine, the patient ¿came around¿ and regained consciousness and went home around (B)(6) and the pump had still been stopped. The solution then came back and it was the solution that was supposed to be there and the concentration that was supposed to be there. The patient went home and started recovering. The hcp who removed the remainder of the fentanyl solution refilled it with saline and started the pump back up again and said to come back in 30 days and they would refill the pump with either fentanyl or they would try something else. Then 30 days later (B)(6) 2012 the patient went in after saline had gone through the pump for the entire month and the hcp put another solution in which was a very small amount of morphine and was going to supplement the patient with fentanyl patches just to titrate the morphine up and within two hours of the patient being back home, the patient went back into a coma. It was noted that they caught it because they were actually home and that the patient never went into that deep of a coma but was back in the ICU for another seven days. At that point a manufacturer's representative came in again and stopped the pump and the patient was now on the fentanyl patch pending getting the pump replaced. It was stated that the patient had a ¿dead pump¿ and needed it replaced. It was stated that the fentanyl patches were taking their toll externally to take care of the patient¿s pain, which were noted to be 100 mcg of fentanyl patch. It was also noted that the patient had been on oxycodone for ten years. It was related that they originally scheduled replacement but due to insurance issues they didn't have enough time to get preauthorized and then hadn't been able to reschedule. It was stated that they had a referral from an hcp saying that the pump had malfunctions. It was noted that the patient had their first infusion pump in 2005 for pain. The following details were previously reported on november 15, 2012: additional information was received from a manufacturer's representative on november 15, 2012. It was reported that the manufacturer's representatives got a call to go to the emergency room (ER) at the time of the initial event and thought they had an overdose situation and they turned down the pump at the request of the ER. Then in (B)(4) the manufacturer's representative got called in and stated that there was a history of something going on there. It was stated that back in the (B)(6) time frame the patient had 2000 mcg/ml of fentanyl and was maybe getting 1000 of that a day, and they tested the drug to make sure it wasn't bad but that ¿fully checked out.¿ it was stated that the manufacturer's representative was vague on if they went from fentanyl after that event to water or saline and then later went back to morphine. When the manufacturer's representative got involved in (B)(4) the patient had a concentration of 10 mg/ml of the morphine at a dose of 0.5 a day. They then dropped it 88% to minimum rate mode. It was stated that the manufacturer's representative still had the information in their physician programmer. It was stated that the doctor even thought it was the other doctor at fault. It was related that the doctor called the managing physician¿s office and got a very detailed report of the refill of fentanyl [2000 mcg/ml] getting 1000 mcg/day and it was ¿like same concentration,¿ same daily dose, no differences and the patient went into a coma. It was noted that they may have emptied it and put it back on the water and then they had gone from saline to morphine in (B)(6). It was stated that according to the hospital¿s report the patient had 18 respirations a minute and the hcp said ¿that¿s not signs of an overdose.¿ it was further reported that about two to three weeks before the explant the hcp told the manufacturer's representative about the situation and that the patient was going to have the pump changed out, which was done on the day of the report. It was also noted that the patient told the doctor that they wanted a new pump and catheter but the doctor¿s plan was to not ¿screw around with the catheter¿ if they found out the catheter was patent once they got in there. During the replacement, they aspirated the catheter prior to opening the patient up and it was patent and they got a cc and a half and sent them to the labs for tests. Once they got in there the hcp was looking and saw it was an old 45-degrees angle connector that was not sutured so they did splice a sutureless connector on. It was noted that the manufacturer's representative requested the pump to send to the company for analysis but the hcp said no as the patient already requested it. It was also noted that the patient did not want the manufacturer's representative in the room to re ad the pump. It was indicated that the patient was doing okay now. Previously reported information on august 20, 2013 also included that the return status of the completely explanted pump was unable to be determined as an ¿other¿ unknown source had possession of the product. It was also stated that the managing physician¿s office had questions regarding the ability to interrogate a pump after explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The date of event was corrected to (B)(6) 2012 <(>&<)>. The date of report was corrected to (B)(6) 2012. Updated with information that was previously not reported. Updated. The PMA number was updated. Recall and notification are applicable to this event. A correction number was added.

Event description:
It had also been reported that the patient was intubated. The pump was turned down by half (B)(6) 2012 and then turned back up on (B)(6) 2012. After this the pump was stopped and the concentration of the drug was going to be tested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced "injuries" caused by a "defective" device system. No further information was provided.